Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with an occlusion alarm issue. The event was reported to have occurred during patient use. There was patient involvement, however the was no report of patient injury, medical intervention, or adverse event related to the device. No additional information is available. The user interface module software version is currently unknown.